Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. A definitive root cause could not be identified. Based on the investigation results, the most probable cause of the burnt c-cover was determined to be the use of a high-energy treatment tool (e.g., a high-frequency device) without maintaining a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope c-cover was burnt. There was no patient involvement.